Manufacturer narrative:
H6: investigation summary: it was reported the user cannot flush entire syringe of saline. As a sample was not returned, a thorough sample investigation could not be completed. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. A device history record review was completed for provided material number 306546, lot 2227080. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe had difficult plunger movement during the flush. The following information was provided by the initial reporter: "bd saline flushes... Are not working properly. User cannot flush entire syringe of saline. Something stops the user from injecting the entire syringe of saline."

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # mw5115522 investigation summary: it was reported the user cannot flush entire syringe of saline. As a sample was not returned, a thorough sample investigation could not be completed. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. A device history record review was completed for provided material number 306546, lot 2227080. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ normal saline syringe had difficult plunger movement during the flush. The following information was provided by the initial reporter: "bd saline flushes... Are not working properly. User cannot flush entire syringe of saline. Something stops the user from injecting the entire syringe of saline."